Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of constant downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h2, h3, h6 and h11: the device was received for evaluation. During functional testing, an "constant downstream occlusion" was reproduced. The device was tested for downstream occlusion detection testing and it failed. A review of the event history log revealed in the last days of customer use, multiple occurrences of "downstream occlusion!", however, downstream occlusion detection testing failures cannot be determined through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor out of specification. The force sensor will be recalibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.